Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
The patient had surgery on the joint of her left big toe on the (B)(6) 2020, which was removed and replaced with a metal plate and screw. The patient returned to work on the (B)(6) 2021 with clearance from the surgeon. On the (B)(6) 2021, around 2 pm after lunch, the patient was walking up the stairs back to the lab when she felt a pain in the ball of her left foot. When she reached the top of the stairs, it was hard to bear weight (this was day 79 after the operation). On the (B)(6) 2021, she went to work and at 9 am, she phoned the surgeon's room to let them know she was in pain. She was asked to go and get an x-ray that morning which she did, and then went back to work for the rest of the day. On the (B)(6) 2021, she went to work until 10.15 am and then to the surgeon's room for an urgent appointment. The surgeon looked at her toe, bent severely to the left and swollen. The surgeon mentioned to the patient that it didn't look good. The patient and the surgeon looked at the x-ray. It showed the plate had broken towards the top. The surgeon said it was an unusual spot to break.

Manufacturer narrative:
The complaint is confirmed based on the customer-provided photos, which identify that the ar-8944cl-l contoured plate broke into two pieces proximal to the bend origin. The cause remains undetermined, as the device was not returned for physical evaluation. No change in harm was identified.